Manufacturer narrative:
The treating physician reported that after primary cataract surgery and two adjustment treatments, the patient had excellent vision. However, 5 months after surgery, prior to the lal being locked in, the patient's vision started to change after significant sun exposure. During examination on (B)(6) 2023 the treating physician reported a large myopic refraction in the right eye and evidence of central distortion during slit lamp retro illumination. The original lal was explanted and discarded on (B)(6) 2024. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6)) was explanted from the right eye. Rxsight's first awareness of this event was on 01/19/2024. Reference report #3012712027-2024-00020 for the report on the left eye (os).